Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 system was bent and pa was unable to use it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 system was bent and pa was unable to use it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory on 07/06/2020. An investigation was conducted on 07/10/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material was observed. The heater wire was observed to be flexed away from the hot jaw at the center but remained attached at the base and tip. Heavy amounts of blood and charred material was observed under the heater wire. The gray silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed.